Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump under infused, the total volume to be infused was reported as 240ml, and a rate of 10ml.hr. It was reported the patient returned to the clinic and the pump was reading empty, however there was 193ml remaining in the cassette. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).